Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due broken trace at pin 1 and pin 6 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures. The customer stated they were able to clear the alarm and were able to complete the process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.